Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring "alert 38 ¿ motor stall" events occurring repeatedly after device restarts and not associated with meals, insulin delivery announcements, or supply changes; a replacement device was arranged, and the user was advised to transition to backup therapy and to shut down the device to avoid further alerts. Symptoms included no reported change in blood glucose. Outcomes included interruption of insulin pump therapy and use of backup therapy until the replacement was received. Investigation included review of device-reported alarms and retrieval of data via mobile app sync, with the original device returned for assessment. Investigation of this device revealed consecutive motor stall alerts consistent with a pump motor malfunction in the insulin delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction of the motor drive mechanism.